Event description:
The account reported multiple mistypes involving two analyzers to co's field service engineer. The nature of these mistypes was unclear at the time of the initial report; however, a loose electrical connection on one of the instruments may have been associated with the reported event. Addl data was requested from the account in order to aid the investigation. The account was unable to provide all the necessary info; therefore, the cause of the mistypes can not be attributed to a single causative factor from the information provided. Though the electrical problem may have contributed to 3 of these mistypes, other factors cannot be eliminated from consideration since these mistypes involved two analyzers.